Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (patient will undergo hysterectomy on (B)(6)). At the time of the report, the pelvic pain, back pain, dyspareunia, fatigue, alopecia and weight increased outcome was unknown. The reporter considered alopecia, back pain, dyspareunia, fatigue, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received : case category updated to incident, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), alopecia ("hair loss") and cerebrovascular accident ("stroke like symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (patient will undergo hysterectomy on 28th). Essure was removed. At the time of the report, the pelvic pain, back pain, dyspareunia, fatigue, alopecia and weight increased outcome was unknown. The reporter considered alopecia, back pain, cerebrovascular accident, dyspareunia, fatigue, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - stroke like symptoms and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.